Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 332 mg/dl. The customer declined troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.